Event description:
The catheter was inserted on a post-operative pt in 2001. The pt underwent surgery for an ethmoid tumor. The pt was confused and restless. Four days later, the nursing staff entered the pt's room and observed the catheter was broken in half and the bed was saturated with csf. The remaining lumbar catheter had to be surgically removed. The pt developed encephalitis and was treated with IV antibiotics. It is unclear if the encephalitis was caused by the catheter breaking and the csf leak. The pt recovered and was discharged to the rehabilitation facility the next month.